Event description:
Customer reported to beckman coulter, inc. (Bec) that liquid was forming at the bottom of the cartridge chemistry (cc) sample probe wash collar of the unicel dxc 800 synchron system. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the sample probe was dripping. The fse replaced the sample 3-way valve.

Manufacturer narrative:
(B)(4).